Event description:
My son ((B)(6)) is type 1 diabetic and uses the dexcom device to keep track of his blood sugars. Dexcom has changed the adhesive on the sensors, resulting in chemical burns to my son's skin (on his abdomen). We have called dexcom multiple times and have received no help whatsoever. We rely on dexcom to keep my son safe from deadly low and high blood sugars. It is my understanding that dexcom recently changed the adhesive to stay on the body longer. This has resulted in many chemical burns to my son. FDA safety report ID#: (B)(4).